Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at about 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded and at 4mm from the tip of the device there was a longitudinal tear for a length of 16mm.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at about 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient was in good condition.